Event description:
It was reported that approximately four (4) weeks ago, a journal article was retrieved from antibiotics that reported a study from spain. The purpose of the study was to analyze our experience in the management of prosthetic ankle infections (pai) by focusing on the peculiarities of transfibular approach with special attention to cases managed with irrigation and debridement limited to the fibular plate. The study reviewed a total of 291 episodes of prosthetic joint infection (pji) at their center, 10 with ankle arthroplasties and of these 10, 7 were the transfibular approach. Protheses implanted via transfibular were tm ankler (zimmer biomet, warsaw, in). The indication for surgery was four patients with post-traumatic injury, two with arthrosis, and one with a chronic inflammatory disease. The study reported one patient had an initial ankle arthroplasty due to inflammatory diseases and subsequently developed an s. Aureus methicillin-susceptible, e. Cloacae, and k. Oxytoca infection 15 days post total ankle arthroplasty. An incision and drainage was performed with flap coverage and dissection of anterior compartment. No ankle components were revised. Antibiotic treatment provided. On an unknown date a 2nd incision and debridement with osteosynthesis material removal was performed. Radiographs at last follow up showed consolidation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk tibial component; lot# unknown. Item# unk talar component; lot# unknown. Item# unk talar insert; lot# unknown. E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in spain. G2: literature - hernández-jiménez, p., mancheño-losa, m., meléndez-carmona, m. á., mellado-romero, m. á., brañas, p., lumbreras-bermejo, c., vilá y rico, j. E., & lora-tamayo, j. (2025). Periprosthetic infection of transfibular ankle arthroplasties managed with implant retention: anatomical limitations of surgical debridement. Antibiotics, 14(3), 215. Https://doi.org/10.3390/antibiotics14030215. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.